Manufacturer narrative:
Pr# (B)(4) follow up report for correction. Lot number was incorrect in the initial MDR. Correct lot number for product is unknown.

Event description:
Correct lot number for product is unknown.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd connecta plus3 blue was clogged/blocked the following information was provided by the initial reporter, translated from chinese to english: time of use of medical device: (B)(6) 2024 09:30 reason for using the medical device: cerebral angiography condition of using medical device (normal use or not): normal use time of adverse event: (B)(6) 2024 09:45 situation at the time of the adverse event: after the catheter was over-selected to the aortic arch, a hand-push pathogram was performed, and the syringe was found to be unpushable, and upon inspection, it was found that the tee on the connector side of the syringe had not been opened. Time of action taken: (B)(6) 2024 measures taken after the occurrence of a medical device adverse event: replacement of the tee time to improvement or regression of the adverse event: (B)(6) 2024 09:40 outcome after treatment: normal completion of imaging procedure.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 394602 and lot number 2084624. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.